Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part number: 388.261. Synthes lot number: h212053-03. Supplier lot number: n/a. Release to warehouse date: 31jan2017. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the 10nm torque wrench 11mm across the flats (p/n: 388.261, lot number: h212053-03) was received at us customer quality (cq). Visual inspection of the complaint device showed no external damage. Review of the service and repair documentation showed the device had failed low in calibration. Service and repair evaluation: the customer reported the device failed in calibration. The repair technician reported the device failed low in calibration. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Functional test: a functional assessment was performed on the complaint device, and the device tested low in calibration. The condition can be replicated. Dimensional inspection: a dimensional inspection was not performed due to the nature of the complaint condition and inaccessibility of internal components. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device is out of calibration. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on march 13, 2020 during testing at service and repair the technician found out that the torque wrench had failed in calibration. There was no patient involvement. This report is for one (1) 10nm torque wrench 11mm across the flats. This is report 1 of 1 for (B)(4).